Event description:
Received a call from anesthesia tech that the drager anesthesia machine had a failure during use. System had a failure where the unit had an error "ventilator failure" and screen went blank. Anesthesiologist stated while he was changing to manual the system/screen went back to normal. Swapped the anesthesia machine to further investigate issues and per anesthesia did not want this failure to happen again during use again. Biomed leadership is aware and reported failure to vendor.